Event description:
The device evaluation identified a reportable malfunction, damaged power cord, unrelated to the original complaint, which was a non-reportable event.

Manufacturer narrative:
The evaluation confirmed a damaged power cord. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.